Manufacturer narrative:
The pt was treated in the sapphire and received a precise stent in the right internal carotid artery extending to the distal right common carotid artery. The right common carotid and the right external carotid artery were widely patent. The right internal carotid artery had an eccentric 80% stenosis with mild calcification. The distal right internal carotid artery supplied the right hemisphere and appeared widely patent. There was a final reduction of stenosis to 0% with normal flow. Cerebral angiograms performed at the completion of the procedure remained unchanged from baseline. Serial neurologic exams performed prior to the procedure, during the procedure, and following the procedure, remained unchanged. The pt tolerated the procedure well and left without complaint or complication. The following day, post procedure, the pt was lethargic and could not respond to verbal stimulation. The pt was not alert, was unable to answer questions and had a maximum rankin index score. The pt was placed on antibiotics secondary to a possible viral illness and fluid hydration resulted in improved blood pressure. It was reported that the pt probably experienced a right middle cerebral artery stroke. Other possibilities would include hypertensive event causing decompensation with re-emergence of symptoms related to an old stroke. Stroke is a known potential complication of carotid stenting procedures. Factors that may have influenced the event include pt, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. A device history records review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
The pt was treated in the study and received precise stent in the right internal carotid artery extending to the distal right common carotid artery. The pt tolerated the procedure well and left without complaint or complication. The following day, post procedure, the pt was lethargic and could not respond to verbal stimulation. Level of consciousness was not alert and unable to answer questions. His best gaze testing appeared to be normal and visual field testing was impossible secondary to his mental status. Facial paresis to a partial extend was seen on the left. His motor examination found right extremity and right lower extremity to be notable for some effort but left upper and lower extremity with no effort. Ataxia ans sensory examination was impossible to assess. Language was mute. Dysarthria seen prior was unable to be assessed and neglect was also unable. It was felt that his rankin index score was maximum. A CT scan of the brain which revealed no acute changes. There was no evidence of hemorrhage. The pt does have generalized atrophy and areas of decreased attenuation in the periventricular white matter consistent with small vessel changes of aging that has been seen in the past. The pt possibly had a viral illness and was placed on antibiotics. Fluid hydration has resulted in the development of improved blood pressure. The pt experienced probable right mca stroke, other possibilities would include hypertensive event causing decompensation with re-emergence of symptoms related to an old stroke. The right common carotid was widely patent. The right external carotid was widely patent. The right internal carotid artery had an eccentric 80% stenosis with mild calcification. The distal right internal carotid artery did supply the right hemisphere and appeared widely patent. There was a final reduction of stenosis to 0% with normal flow. Cerebral angiograms performed at the completion of the procedure remained unchanged from baseline. Serial neurologic exams performed prior to the procedure, during the procedure, and following the procedure, remained unchanged.